Manufacturer narrative:
Manufacturer's investigation findings: the report of a tear in the silicone on the distal driveline end was confirmed by an onsite abbott representative. A clamshell repair was performed by an abbott representative on (B)(6) 2021. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook provide information on caring for the driveline and identifying potential driveline issues. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Heartmate ii lvas patient handbook, rev. C, is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was a tear in the silicone in the distal portion of the patient's driveline. A clamshell repair of the driveline was completed and the patient was stable.